Manufacturer narrative:
The field complaint of overestimation was not confirmed. The reported event of device found in backup vvi mode was confirmed. The device was received operating in backup mode. Analysis of the device image indicated autocapture was enabled during the implant period and the device went into backup mode after explant, which is consistent with exposure to cold temperature. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. After the device was restored from backup mode, the device was found to be at elective replacement indicator (eri). Further analysis performed exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri) earlier than expected. Abbott technical support was contacted and confirmed that battery depletion was normal. It was suspected that overestimation occurred at a previous follow-up. The device was explanted and replaced to resolve the event. The device was found in back-up mode following device explant due to having reached end of service (eos). The patient was stable and there were no adverse consequences.